Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Concomitant medical products: bd 20 ml syringe.

Event description:
The customer reported that in the nicu, a 20 ml syringe of lipids started to infuse on (B)(6) 2018 at approximately 1730 set to a rate of 0.3 ml/hour. The nurse reported the entire syringe had infused by 2300, which would have been at a rate far exceeding 0.3 ml/hour. The nursing staff in the nicu deny altering any rates on the syringe module during the infusion. The syringe used was a 20 ml bd syringe. The total volume that infused according to what was signed into the chart was 7 ml, and 7.2 ml was programmed as the vtbi during scanning process. The facility ran a alaris error log report and found a malfunction error code: 351.6660.0 (syr_plunger_position_failure). There was no patient harm.

Event description:
The customer reported that in the nicu, a 20 ml syringe of lipids started to infuse on (B)(6) 2018 at approximately 1730 set to a rate of 0.3 ml/hour. The nurse reported the entire syringe had infused by 2300, which would have been at a rate far exceeding 0.3 ml/hour. The nursing staff in the nicu deny altering any rates on the syringe module during the infusion. The syringe used was a 20 ml bd syringe. The total volume that infused according to what was signed into the chart was 7 ml, and 7.2 ml was programmed as the vtbi during scanning process. The facility ran a alaris error log report and found a malfunction error code: 351.6660.0 (syr_plunger_position_failure). There was no patient harm.

Event description:
The customer reported that in the nicu, a 20 ml syringe of lipids started to infuse on (B)(6) 2018 at approximately 1730 set to a rate of 0.3 ml/hour. The nurse reported the entire syringe had infused by 2300, which would have been at a rate far exceeding 0.3 ml/hour. The nursing staff in the nicu deny altering any rates on the syringe module during the infusion. The syringe used was a 20 ml bd syringe. The total volume that infused according to what was signed into the chart was 7 ml, and 7.2 ml was programmed as the vtbi during scanning process. The facility ran a alaris error log report and found a malfunction error code: 351.6660.0 (syr_plunger_position_failure). There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion of lipids was not confirmed. Visual inspection showed no anomalies. The pcu event log shows that at 5:27 pm on 13 august 2018 the syringe module received a remote IV request for drugid 82 to infuse at 0.3ml/hr with a vtbi of 7.2ml using a 20ml bd syringe with 12.6899ml detected. At 8:19 pm, the device malfunctioned with a syringe calibrate error and the infusion stopped. The user selected softkey 11 to address the syringe calibrate pop-up and then channeled the device off and removed it from the system. The user then re-added the syringe module to the system, selected a 20ml bd syringe with 11.2846ml detected, and then restored and started the infusion running at 0.3ml/hr. At 10:54 pm, the user channeled the device off. At 11:05 pm the user removed the device from the system. The volume infused recorded during this period was 1.6186ml. The syringe module error log shows that the malfunction noted above on 13 august 2018 was for error code 351.6660.0 (syr plunger position failure). The log also shows that error code 351.6760.0 (syr not calibrated) and error code 351.6740.0 (syr nut became disengaged) had occurred in april of 2018. Functional testing replicated the error code 351.6660. The device passed barrel clamp accuracy and plunger force accuracy testing but failed plunger position accuracy. Internal inspection showed that the split nuts were worn. The root cause of the customer's report was not determined.